Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the catheter was not used after the luer was broken.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the balloon catheter showed that the push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed electrical integrity test and the performance as per specification. Pressure testing did not show any leaks. The reported broken luer was confirmed through testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryoablation procedure, the luer of the catheter had broke. The procedure was completed with cryo. No patient complications have been reported as a result of this event.